Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have fallen on insulin pump causing display screen to go dark and not able to turn on. Insulin pump would be replaced.